Event description:
An operating room nurse reported that a consultant noted a black particle in the product during surgery. The particle was immediately flushed out and there was no pt harm reported.

Manufacturer narrative:
The evaluation of the complaint sample did not show any particles in the product/syringe. Therefore, no further investigation could be performed. Review of the batch showed no abnormalities. Based on the performed investigation, this complaint could not be confirmed. (B)(4).